Event description:
Reported by the customer as: "b-d syringe in use. Pump reading 14.7ml remaining, however, 27ml actually remaining in syringe. Nurse denies knowing about having to twist the plunger when hanging. Does not know if nurse who hung the syringe did so. Moog clinician dispatched to the unit for training. No pump or syringe will be sent to moog for evaluation." Patient injury? No.

Manufacturer narrative:
Pump will not be returned to moog medical devices group per the customer. Moog clinician visited the customer site and provided training on use with syringes.